Manufacturer narrative:
The device and procedural sheath were not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1335101) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined

Event description:
The following info was reported by aci sales rep: loss of balloon pressure. Held 15 minutes post procedure. No negative pt outcome. The pt was not hospitalized.